Event description:
Reportedly, the instrument was fired, when it was removed from the rectum, the anvil was not attached to the instrument. A scope was used to retrieve the anvil. Only the distal donut was intact. The anastomosis was hand sewn to ensure closure. No pt injury.